Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported condition was not able to be reproduced. The fse reseated the mainframe pcb and power connection and fuses on the power signal interface, ps1 and backplane. The 5vdc power supply was adjusted to manufacturer's specification. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the iris collimator closed/coned down and could not be re-opened. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that no root cause could be identified. No device malfunction can be attributed to this event. This is not a reportable event.